Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 117 mg/dl at the time of the report. When the infusion set was removed from the customer's body, it was found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.